Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and an unknown date with coolsculpting to the bilateral lower abdomen using a coolcore applicator. Following treatment the area developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following additional information has been added to the b5: on an unknown date the patient was treated with coolsculpting to the bilateral lower abdomen using a coolcore applicator. Following treatment the area developed firmness and visible enlargement. The annex a code has been updated from a26 to a24.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a coolcore applicator. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen. No additional information from the practice or the patient has been provided.